Event description:
The pins fell out of laparoscopic instrument during use. All of the pins were located, this has been an ongoing issue with these instruments, have been unable to find a satisfactory replacement. Snowden-pencer. The incident did not cause harm to the patient, no extra interventions needed. It may limit how cases are scheduled in the future because it sounds like they may only have enough instruments to put up one pan instead of two.